Manufacturer narrative:
Pr #(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart xl+ would not power up. It was later clarified by the field service engineer that at power up, the device would reboot/cycle after the philips welcome screen. There was no patient involvement.